Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose (bg) was over 600 mg/dl with trace ketones. Bg was addressed with a manual injection and a bolus via the pump by the customer's husband. Reportedly, customer's husband typically assisted customer as customer has poor vision. Customer went to the emergency room (ER) with a bg of 467 mg/dl and was released 1 hour later. The supplies were changed to address the event.